Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device code - unknown. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 11, states, "wear and/or deformation of articulating surfaces." Number 14 states, "postoperative bone fracture and pain."

Event description:
It was reported that the clinical patient underwent an initial left total hip arthroplasty on (B)(6) 2000. Subsequently, the patient was revised on (B)(6) 2014 due to poly wear, synovitis, instability, pain, and discomfort. Operative report noted well-fixed stem and cup during the procedure. The liner and modular head were removed and replaced.